Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter was confirmed. The product returned for evaluation was a 4fr dl powerpicc svcatheter. The investigation findings are consistent with catheter damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed next to the 1cm marking on the catheter body. A kink impression is visible in the material around the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
Customer reported that a minor male patient, hospitalized in the pediatric intensive care unit, is a carrier of a 4fr bilumen catheter inserted on (B)(6) 2023 in the left arm. The nurse in charge of the patient reported dysfunction of the device (leakage of liquid at the point of insertion). The catheter was removed per recommendations from the PICC group staff. When evaluating the catheter, the device is observed cut by 19 cm when irrigating through both lumens, fluid leakage (rupture) is observed at a level 1 cm after zero. Description of the impact on the patient failure to complete treatment, requires placing another catheter to continue treatment. No surgical intervention was required. Additional information received on 31.may.2023: customer confirmed a new catheter was required and reports the patient is in "adequate" condition. It was stated there was no surgical intervention required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported that a minor male patient, hospitalized in the pediatric intensive care unit, is a carrier of a 4fr bilumen catheter inserted on (B)(6) 2023 in the left arm. The nurse in charge of the patient reported dysfunction of the device (leakage of liquid at the point of insertion). The catheter was removed per recommendations from the PICC group staff. When evaluating the catheter, the device is observed cut by 19 cm when irrigating through both lumens, fluid leakage (rupture) is observed at a level 1 cm after zero. Description of the impact on the patient failure to complete treatment, requires placing another catheter to continue treatment. No surgical intervention was required. Additional information received on 31.may.2023: customer confirmed a new catheter was required and reports the patient is in "adequate" condition. It was stated there was no surgical intervention required.